Manufacturer narrative:
Additional information: d10, h3 plant investigation: three companion samples were returned with original package identified. The companion samples were visually inspected and was found that the liberty set is acceptable no damages was observed on connectors. In addition, the samples were tested in the cycler machine and the connections were secure prior to treatment and no leaks were detected. The tests were completed successfully. During the evaluation of the samples the alleged failure was not confirmed. There were no non-conformance or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. A definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the connection between the cassette and the solution bag during drain one of the pd treatment. Upon follow up, the patient confirmed the leak was noticed at the connection point between the solution bag and the cassette. The cause of the leak was unknown. The patient stated the connection was secure, and there was no damage or other issues noted with the cassette. The patient stated the solution bag was hanging from the cart and dripped a lot during treatment. The patient stated they ended the treatment when they noticed the leak and did not complete treatment. The patient stated they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cassette used by the patient was available for return for physical evaluation by the manufacturer.